Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device, which was involved in this case, could not be sent in for investigation, because it was picked up by the local police. They did not approved it for send back to service repair shop in melsungen. Only available for an investigation were the history log files, which wer investigated by our r&d department. It could be detected that an infusion therapy with a flow rate of 10 ml/ h was started. During the infusion therapy the flow rate was changed to 80 ml/h. The pump delivered the drug with this flow rate over 3:10 minutes, as the device was stopped and switched off. During the analysis of the device history no technical malfunction or issues could be detected. For all available information the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If we get further information, we will send a follow-up report.

Event description:
As reported by the user facility of the sales organisation from (B)(6): "pump on patient at time of death." Customer information: patient was infusing metaraminol, intended rate 8ml per hour, query is if it was 8 or 80, or did it display 8 but deliver higher. Currently we are unable to obtain any information about the pump such as serial / batch, and no drug libraries as the pump is currently with police.